Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a routine follow-up exam, interrogation revealed upper out of range high voltage lead impedance measurements. Defibrillation threshold testing was successfully performed. The cause of the high impedance is unknown. The patient will continue to be monitored.